Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The evaluation confirmed that there were a perforation and a burnt mark in the bending section of the device. Furthermore, the evaluation also confirmed a perforation of the instrument channel, a break of angulation wire and damage of the image guide fiber inside of the bending section. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. It is surmised that the reported event occurred as a result of irradiating of laser within the instrument channel.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device damaged by a laser fiber which broke within the instrument channel of the device, during a retrograde internal surgery for renal stones. The device was replaced with similar but another device and the procedure was completed. There was no patient injury associated with this report.